Event description:
It was reported that cgm displayed error message 42 when customer attempted to use g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to perform pump reset, completed reset with representative, and successfully started new sensor session without error recurrence.